Manufacturer narrative:
User error.

Event description:
During registration phase of the surgery, surgeon drove the pointer probe that was attached to the tip of the robot arm into the mayfield head holder. The collision was detected by the software and device did shutdown. Surgery was pursued after a device restart.

Manufacturer narrative:
Excessive force on robot arm, user error. On this occasion the communication error was caused by excessive force being applied on robot arm during registration phase. Patient outcome not impacted. Device conformed to specification when used as intended in accordance to IFU.